Event description:
It was reported that during inspection, it was found that there was debris in the sterile packaging. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6).

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4).. Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Visual examination of the returned product/provided pictures identified one dual spike had residue or a stain on the surface of the tubing for one sealed connector - approximately 2.50 mm sq. (Not within the acceptance criteria for 8.400 zpc packaging materials inspection). Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: japan multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00545-1.

Event description:
There is no additional information available regarding this event.